Manufacturer narrative:
21-feb-2025 the lot number is incorrect on this report and it is being closed. MDR-1028232-2025-00999 was opened with the correct lot number.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (95 percent stenosis degree) in a moderately tortuous part of the mid to distal left sfa. After pre-dilatation, the vessel was a little improved. The device was inserted but resistance was felt at the beginning of the release. One third was released, then a sound in the handle was noticed and no further release was possible. The device was withdrawn but 3mm of the stent remained in the sfa. Another stent was used to treat the target lesion.